Event description:
After performing atrial fibrillation ablation while deploying perclose, physician was unable to obtain hemostasis of right femoral artery. Physician attempted to use two perclose without success. Emergent transfer to cvor for vascular repair and a tear to right femoral artery was found. FDA safety report ID# (B)(4).